Event description:
It was reported that the epiq cvx ultrasound system shut down multiple times during a surgical cardiac valve procedure. The procedure was able to be completed after a reboot with the battery removed. There was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.